Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure perforated through ut fundus') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 629304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, menstruation irregular, abdominal pain, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, metrorrhagia, iron deficiency anaemia, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2011 and now reporting as (B)(6) 2011. Discrepancy noted for essure removal previously reported as essure removed on (B)(6) 014 and now reporting as essure not removed. Lot number: 629304 manufacture date: 2009-02 expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pfs received : event uterine perforation was added. Reporters were added. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure perforated through ut fundus') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 629304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included breast cancer and bariatric surgery. Previously administered products included for an unreported indication: nuvaring. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia") and migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, menstruation irregular, abdominal pain, genital haemorrhage, vaginal haemorrhage, metrorrhagia, iron deficiency anaemia, menorrhagia and migraine outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2011 and now reporting as (B)(6) 2011. Discrepancy noted for essure removal previously reported as essure removed on (B)(6) 2014 and now reporting as essure not removed. Lot number: 629304 manufacture date: 2009-02 expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 629304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. In september 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia") and migraine ("migraines / headaches"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstruation irregular, abdominal pain, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, metrorrhagia, iron deficiency anaemia, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as 01-jan-2011 and now reporting as 16jun2011. Discrepancy noted for essure removal previously reported as essure removed on (B)(6) 2014 and now reporting as essure not removed. Most recent follow-up information incorporated above includes: on 29-oct-2019: pfs received. Reporter information, lot number added. Events: vaginal bleeding and plaintiff did not undergo essure confirmation test added. Migraines / headaches clubbed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia") and headache ("headache"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstruation irregular, abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, iron deficiency anaemia and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, menstruation irregular, metrorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received. Events per pfs: abdominal pain, dysmenorrhea, genital bleeding, menorrhagia, metrorrhagia, anemia, headache were added. Essure insertion date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 629304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia") and migraine ("migraines / headaches"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, menstruation irregular, abdominal pain, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, metrorrhagia, iron deficiency anaemia, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2011 and now reporting as (B)(6) 2011. Discrepancy noted for essure removal previously reported as essure removed on (B)(6) 2014 and now reporting as essure not removed. Lot number: 629304 manufacture date: 2009-02 expiration date: 2012-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular bleeding"). The patient was treated with surgery (surgery to remove the essure implant in 2013). Essure was removed in 2013. At the time of the report, the pelvic pain and menstruation irregular outcome was unknown. The reporter considered menstruation irregular and pelvic pain to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.